Event description:
Contact reported back out of the uniplate screw from the anterior cervical plate. Surgeon has not revised the case, but likely will. As surgical interventional will occur an MDR is being filed to document this event.

Manufacturer narrative:
Screw remains in the patient and the lot number is unknown at this time. Evaluation of the x-rays show that the screw that has backed-out was placed at an extreme angle of insertion. Typicall placement is 5-10 degrees of angulation. The surgical technique recommends avoiding angulation greater than 15 degrees to ensure optimal locking of the screw to the plate. X-rays show angulation to have been approx. 20 degrees. Sales rep. Reported that the patient has osteoperodic bone. No definitive conclusion can be made at this time, however, it appears that the issue may have been technique related.